Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a primary umbilical hernia repair on (B)(6) 2010 and mesh was placed. The pt experienced a recurrent hernia and a revision was performed on (B)(6) 2010. When the surgeon inspected, the mesh that was implanted in (B)(6) 2010, it appeared "scaly and crystalized." The mesh was removed because, it looked like it possibly could have been infected. A different mesh was implanted. Currently, the pt has no reported problems.